Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced mechanical issues with the aus leading to the replacement surgery. During the procedure a fluid leak from an undetermined location was identified. The patient did not experience any adverse events and was said to not have any further complications after the procedure. It was stated that the physician did not know any more information. No more information available at the moment. Should additional information become available, it will be provided.